Event description:
It was reported that an asymptomatic patient presented to the clinic for normal follow-up. Externalized conductors were observed via fluoroscopy. Electrical testing of the lead was normal. The lead will be capped an d replaced.

Manufacturer narrative:
No medwatch form was received.